Event description:
Catheter to be used for shunt was tested prior to insertion and found not to have slits. Another catheter from the same lot was used without incident. Defective catheter was never inserted.